Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 11/18/2020 additional information: d10 investigation summary ==> the analysis results of the xc200 relaod (a) found that it was received empty. No damaged on the cartridge was noted as both the cover and base were observed properly attached. Lot records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample, no conclusion could be reached as to what may have caused the reported incident. Please note that as stated in the IFU: all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use., the analysis results of the xc200 relaod (b) found that it was received empty. No damaged on the cartridge was noted as both the cover and base were observed properly attached. Lot records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample, no conclusion could be reached as to what may have caused the reported incident. Please note that as stated in the IFU: all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. The analysis results of the xc200 relaod (c) found that it was received empty. No damaged on the cartridge was noted as both the cover and base were observed properly attached. Lot records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample, no conclusion could be reached as to what may have caused the reported incident. Please note that as stated in the IFU: all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. The analysis results of the xc200 reload (d) found that was received with only two clips loaded and three loose clip with no apparent damaged. The reload was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the clip as intended. The clips were form as intended and conforming to our manufacturing requirements. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the clip performed without any difficulties noted. The analysis results of the xc200 reload (e) found that was received with only one clip loaded with no apparent damaged. The reload was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the clip as intended. The clip was form as intended and conforming to our manufacturing requirements. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the clip performed without any difficulties noted. The analysis results of the xc200 reload (f) found that was received with only two clips loaded and four loose clip with no apparent damaged. The reload was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the clip as intended. The clips were form as intended and conforming to our manufacturing requirements. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the clip performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medwatch reports - 2210968-2020-07301, 2210968-2020-07302, 210968-2020-07303

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1)package lot number of the clips? 2)what suture type was used? 3)what suture size was used? 4)when the even occurred, was the suture placed near the hinge of the clip? 5)were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? 6)was the applier checked for damage (jaws straight and aligned)? 7) what was the surgical procedure involved? 8) was this a robotic procedure? 9) if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture clips were used. During the procedure, the clips wouldn¿t load into the appliers. There were no adverse patient consequences reported. Additional information was requested.